Manufacturer narrative:
Evaluation summary: it was caused due to the lamp igniter failure.

Event description:
During use, no image appeared suddenly. Checking the device, there was no light source and changed another one to continue. There was no report of patient harm.